Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing black particle in device.there was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing black particle in device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a blown component has left evidence of a thermal stress on the underside of the top enclosure and on the pcb, indeterminate black particles inside bottom enclosure/back panel, within blower box intake and at blower box outlet, black particles are inconsistent with findings of degraded sound abatement foam, white dust-like contamination found on the blower. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of dust-like contamination and an indeterminate black contaminant in the air-path. The manufacturer confirmed no evidence of sound abatement foam degradation/breakdown.